Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The product was received and inspected, the analysis confirmed breakage of the teeth of the instrument. The affected product was destroyed. Previous investigation identified a trend for the teeth breaking. An hhe/qrb was held in july 2013 regarding this issue (dva-108162-hhe and dva-108162-qrb). No field action was recommended due to the low occurrence rate. (B)(4) is ongoing to determine the root cause and corrective actions needed.

Event description:
There were teeth missing on the delta xtend locking screw received by the customer for a surgery. The surgeon carefully used the instrument.